Manufacturer narrative:
(B)(4). Correction - device status changed from no-discarded to yes-returned. Evaluation summary: initially the device was reported not returning; however, the device was returned for evaluation. The reported failure to deploy was confirmed. The reported difficulty to remove could not be replicated in a testing environment; thus, could not be confirmed. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that mild calcification was noted in the common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement with the proglide device was attempted in the left common femoral artery using the preclose technique prior to a transcatheter aortic valve repair (tavr) procedure. The arteriotomy was a 10f and mild to moderate calcification was noted at the access site. Reportedly, needle deployment was attempted but the plunger would not "go down". The foot plate was down and the proglide was unable to be removed from anatomy. The physician cut the white link to release the foot and the device was able to be removed without any complications. Suture placement was successful with two additional proglide devices using the preclose technique. The tavr procedure was completed and hemostasis was achieved using the pre-placed sutures of the two proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.